Manufacturer narrative:
Additional suspect medical device component involved in the event: product family:scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7126706.

Event description:
It was reported that the patient had an epidural hematoma three days after the recent lead pull procedure. The patient experienced pain and leg weakness as symptoms. The physician believed that the hematoma was not device nor procedure related and believed that it was the result of the patients blood thinners causing epidural bleeding. The patient was sent to the hospital for an emergency laminectomy and was recovering well. The removed trial leads were discarded.